Manufacturer narrative:
Device was received with no button response, problem isolated to electrical board. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify failed battery or battery failed alarms due to no button response.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got a failed battery alarm. The blood glucose level was unknown. Troubleshooting was not performed. The product will be returned for the analysis.